Event description:
It was reported that the patient fell on ice recently and had high impedances (10,000 ohms) on electrodes 8 through 15. It was noted that the patient did not use that lead. It was further noted that the patient was reprogrammed to use the channel one lead (contacts 0 through 7) only, which worked well for the patient. It was noted that there were no patient symptoms or injuries related to this event.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3888-45, lot# v575373, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot# v570217, implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).